Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low blood glucose and hospitalization the customer's blood glucose reading for the low was unknown at the time of incident. Customer is reporting incident only. No further details given.